Event description:
Patient had initial case in (B)(6) 2022 where a pedicle screw construct was put in (two rods, four screws, and four set screws). On (B)(6) 2022 the patient was brought in for a revision case due to having some discomfort. During the revision case, all implants were removed and it was found that the left screw at level l3 has broken at the tulip/head of the screw. The surgeon stated this was due to a screw at level l4 being loose, as there was extra stress/pressure on the screw that broke. After the revision surgery, the patient was relieved of discomfort/pain.

Manufacturer narrative:
Ctl amedica is currently conducting a retrospective review of potential mdrs from previous years as part of our ongoing compliance efforts. During this review, an incident from 2022 - originally documented internally as being reportable - could not be located in FDA's database. As a result, this report is being submitted on (B)(6) 2025, to address the 2022 incident in accordance with our updated assessment. Original engineering conclusion: patient anatomical information, pre/post x-ray images, and information regarding the activities the patient engaged in prior to experiencing discomfort (i.e. Falls/stress) could not be obtained. Therefore, the cause of this incident is indeterminate. A potential cause could be that if the l4 screw was not fully tightened (loose) then the construct would have been unilateral. The excessive force exerted on the l3 tulip-screw shank interface may have caused it to shear. However, without the information previously stated, the exact cause is indeterminate.